Event description:
Approximately (B)(6), sterile processing department discovered that the stryker system 6 handles were broken and missing screws, so plan was to start replacing the inserts with system 7 inserts. On (B)(6), the cordless drills were sequestered per request of (B)(4) reported out the trend of defective orthopedic inserts had been discovered. Upon visual inspection of the inserts, many areas were discovered to have chipping of the black plastic over coating on the stainless steel post. Dates of use: approximately 2011 to present. Diagnosis or reason for use: orthopedic surgical procedures.